Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Additional information from user facility report: pt developed vfib when cxf vein graft was injected, attempted to defibrillate with the described zoll defibrillator and the unit would not discharge from hand paddles.

Manufacturer narrative:
(B)(4). (B)(6). The malfunction was duplicated and attributed to an internal open wire on the mfc cable. Analysis of reports of this type has not identified an increase in trend.